Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd sharps disposal lid was missing, the following information was received by the initial reporter with the verbatim: customer received an unopened case of 305613 that was missing the lids.